Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alert, blank display and experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl. The customer was assisted with troubleshoot and customer states pump is broke and they did not receive a low battery alert prior to the off no power alert. Troubleshoot for blank display. Customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported the display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for the low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners and stained address or serial number label.